Manufacturer narrative:
(B)(4). Batch # m52p51. Sled movement. The ec60a device was received for analysis with no visual non-conformances and with a gst60w cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic assisted nephrectomy procedure, the device was loaded with a white cartridge and prior to the first firing, the device was difficult to close. Two surgeons and a nurse tried squeezing the closing trigger before getting it to close. Before inserting the device into the surgical field, the surgeon attempted to open it and it would not open. The device was never inserted into the patient. It is not known if buttressing was used. Another device of the same product code was used for the procedure without further incident. There were no patient consequences.